Event description:
As reported by the user facility: pump experienced over infusion issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec at 99.3ml or 99% of expected volume; perform preventive maintenance service.